Event description:
It was reported that during a laparoscopic nissen foundoplication procedure, intermittent activation with handpiece. A new hand piece was used to complete the procedure. No patient consequence.

Manufacturer narrative:
Analysis summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.